Event description:
Pt reported obtaining a blood glucose result of 538 mg/dl, while using the suspect device. Pt indicated that, at the time the result was obtained, she was exhibiting symptoms of hypoglycemia. Pt reportedly attempted to self-treat by eating pizza, a fruit salad, and drinking cola. Pt stated that, after eating, she stood up and immediately collapsed. Pt noted that the event occurred in hosp cafeteria. Pt was subsequently admitted to the hosp where, 20 minutes later, blood glucose reportedly measured 68 mg/dl on a hosp device. Pt indicated that she was given "2 different fluids" to elevate blood glucose and remained hospitalized for 18 hrs for observation. At the time of the event, pt's device was incorrectly coded. Quality control testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.